Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the waste sensor of the cell-dyn sapphire analyzer is not detecting a waste full bottle and is not demonstrating the waste full message. No impact to user safety or patient management was reported.